Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 07aug2018. No further follow up is planned. Evaluation summary: a husband reported on that in (B)(6) 2018, his wife experienced increased blood glucose. In (B)(6) 2018, when using her humapen savvio device, she broke the tip of the cartridge holder; therefore, she could not attach the insulin cartridge and could not perform the application. The device was not returned to the manufacturer for investigation (batch 1406v08, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown, but suggested by the reporter's statement that they broke the tip of the cartridge holder. A complaint history review of the batch did not identify any atypical findings with respect to dose accuracy. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. It was also reported that the patient shares her savvio device with her husband. The core user manual states, "do not share your pen or needles as this may risk transmission of infectious agents." It was also reported that the device is stored in the refrigerator. The device user manual instructs to not store the device in a refrigerator. There is evidence of improper use. The patient shares her injection device with her husband and stores the device in a refrigerator. These misuses are not likely relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerns a female patient of unknown age and ethnicity. Medical history was not provided. Concomitant medications included unspecified 19 medications for unknown indications. The patient received human insulin (rdna origin) nph (humulin n) cartridge, unknown dose, frequency, administration route, indication and start date. On an unknown date, unclear if before or after starting therapy with human insulin, the patient experienced intense pain in knee once she did not have cartilage in this area anymore and, due to that, was a wheelchair user; also, experienced steatosis, depression, trembling hand and cholesterol issues. The event of cartilage damage was considered serious by the company due to medically significant reasons. Approximately in (B)(6) 2018, the patient started to receive human insulin via humapen savvio (lot number: 1406v08). The patient shared the humapen savvio with his husband. On an unspecified date in (B)(6) 2018, approximately a month after starting human insulin therapy via humapen savvio, the patients glycemia up to 500 and 590 (units and reference ranges not provided) and, due to the event, in (B)(6) 2018, the patient was hospitalized for ten days. Information regarding if any laboratorial test was performed was unknown. On undisclosed date, when the patient discharged from the hospital, she experienced moments in which did not remember of basic information such as the name of her dog or the name of her mother. In the week of (B)(6) 2018, when the patient was preparing humapen savvio and inserted the cartridge, the cartridge holder has broken and, due to that, she could not attach the cartridge holder to the pen body anymore (product complaint: (B)(4)) and, consequently, was not receiving the medication. On (B)(6) 2018, the patients diabetes was controlled, between 90 to 98 (units and reference ranges not provided). Information regarding corrective treatments, outcome, action taken to human insulin as well status therapy was unknown. It was unknown who operated the device and if this person was trained. The device model as well as the reported device were in use for six months. Status of device was not provided. It was unknown if the device would be returned. The reporting consumer did not provide an assessment of relatedness between the events and the human insulin therapy; although, it was reported that the trembling hands event was due to the advanced age. This case is cross-referenced to the following case (B)(4) (same patient). Edit 25jul2018: upon review, it was added the product complaint number in narrative. No relevant information added to the case. Edit 26jul2018: updated medwatch and (B)(4) fields for expedited device reporting. No new information added. Edit 27jul2018: upon internal review, as the patient shared the same device, a product complaint has been created for this case: (B)(4). Previous complaint included in this case ((B)(4)) regards to the cross-referenced case (B)(4). Therefore, narrative and correspondent fields were updated accordingly. No relevant information added to the case. Edit 31jul2018: upon further internal review, the device coding was corrected from humapen savvio (unknown color) to humapen savvio red. Narrative and correspondent fields were updated accordingly. Update 07aug2018: additional information received on 03aug2018 from the global product complaint database. Entered the device specific safety summary (dsss), updated the medwatch and (B)(4) device fields, and added the date of manufacturer for the suspect device associated with (B)(4). Also added patient medical history. Corresponding fields and narrative updated accordingly.